Manufacturer narrative:
(B)(6) 2016 12:40 pm (gmt-4:00) added by (B)(6) ((B)(4)): the product was scrapped by the hospital; therefore manufacturer laboratory investigation was not possible. The complaint was determined to be the first of it's kind which is potentially related to the medical device recall notice for hls set advanced dated february 23, 2016 in the us. This data will be handled trough a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
(B)(6) 2016 12:23 pm (gmt-4:00) added by (B)(6) ((B)(4)): the customer became aware of the voluntary recall related to endotoxins and are concerned their last patient could potentially have developed an infection due to this issue. The pediatric patient is currently off support and recovering well in the picu. They used both an ancillary pack and hls set. Both products had to be changed out during the support process. An additional complaint was opened for the second circuit with reference # (B)(4). The patient successfully came off support and is recovering well in the ICU. The patient had rsv going on support and came off support with the infection still in place. The infection resolved shortly after coming off support leading to the assumption the circuit may have contributed to the patient maintaining the infection over the length of the support. (B)(4).